Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An internal review of data transmitted from the device showed ventricular sense counts in the less than 40bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Correction: initial "date received by manufacturer" corrected to 15 mar 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial "date received by manufacturer" correction to 15 oct 2018. If information is provided in the future, a supplemental report will be issued.